Event description:
The customer reported that the system displayed a "generator communication failure" error message and would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Recommendations were made for repairs, however, the customer opted to obtain service from a third party service provider.